Event description:
The user reported that the catheter kinked during a fistulagram procedure. The user reported that the pt's anatomy was tortuous. The catheter was removed without incident. No harm or injury reported.

Manufacturer narrative:
Device evaluation. One used suspect device was returned for evaluation. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Visual examination revealed one kink in the catheter shaft directly below the strain relief and a slight indentation in the catheter tip at approximately 0.8mm distal from the fuze zone. Merit is unable to determine the exact root cause of the damage. Evaluation: process evaluation.